Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella 2.5 device for mechanical circulatory support. During closure of the impella, it was noted that a thrombus in the left leg was obstructing blood flow. A balloon was utilized to restore the flow. The device was explanted, and the patient survived the procedure.